Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the last activation upon completion of the procedure, a flame appeared at the tip of the cautery pen. The patient was not injured. No medical intervention was required.